Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_refillneedle, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30 mg/ml morphine at 19.897 mg/day and 7.5 mg/ml bupivacaine 4.97 mg/day via an implantable pump for an unknown indication for use. It was reported that the nurse had gone through an instance where during a refill procedure, she would try to pull out the needle, but the needle would feel like it was stuck to the silicon part of the pump. The nurse had tried to turn the needle as well and was not able to. After a little bit of time, she would be able to out the needle. The patient did not complain of pain or anything during the refill. The patient was not clenching "or anything" when they were trying to remove the needle. A manufacturer refill kit was used for the refill. The patient's pump was tilted, so the patient had to hold the pump in place when performing the refill. It was noted the patient had a lot of adipose. It was noted the patient had a 40 cc pump. The needle did not look bent when it came out of the packaging and it did not look bent after they were able to pull the needle out. No symptoms were reported.